Event description:
During an arthroscopic repair procedure, the physician was allegedly utilizing an speedstitch suture needle cassette and suture cartridges. Intra-operative, the suture cartridge was loaded onto the needle cassette. After loading the device, the physician tested the functionality outside the patient's joint space. Once the needles were engaged, it was apparent the suture cartridge was not seated securely onto the needle cassette. As the issue could not be remediated, the completed the procedure using a competitor's product. No patient complications were reported as a result of this event.

Manufacturer narrative:
The patient's age and gender were not available. The lot number of the reported product was requested but not received. Reference manufacturer report: 9019871-2012-00080.